Event description:
Customer reports that he received results of 294 mg/dl and 102 mg/dl within 5 minutes on the same device. The customer reported that these results were not found in the device memory when reviewed. No action was taken based on device results. No adverse event reported and not tratment received. Level one qc was used and reportedly fell within range. Requested return of suspect device and replacement was sent.